Event description:
Extreme difficulty in removing plunger from plunger piston. Plastic grommet that holds plunger and piston together and that needs to remain in syringe for use in pump, is coming loose. Also experiencing some leakage at plunger piston, air coming into syringe from plunger end.